Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis found the pipeline flex embolization device braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline flex braid were found fully opened and moderately frayed. The pushwire was found to be bent. The distal hypotube appeared to be slightly stretched with the ptfe shrink tubing pulled back from proximal bumper. Based on the device analysis and reported information, the customer¿s reports of ¿failure/incomplete open distal ¿could not be confirmed. The event cause could not be determined as the distal and proximal ends of the pipeline flex braid were found fully opened but moderately frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex distal tip failed to open. The device was removed the patient was treated with a stent. The devices were prepared and used per the instructions for use (IFU). This event occurred the treatment of a left internal carotid artery aneurysm, that was unruptured. The max diameter was 10.1mm and the neck was 5.1mm. The distal landing zone was 4.7mm and the proximal was 5.1mm. The anatomy was minimal in tortuosity.